Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form pain. After revew of medical records patient was revised to address right hip periprosthetic fracture. Revision notes reported of abundant amount of scar tissue. Revision notes reported that the femoral head was then disimpacted with a bone tamp and a mallet. We then began trying removed the femoral component. It was fixed distally but loose proximally. We then used a femoral extractor and removed the femoral component. Next we remove the metal liner in the cup. Doi: (B)(6) 2009 - dor: (B)(6) 2020 (right hip).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob and age), b5, b7, d4 (catalog, lot # and UDI), d6, d11, g5, h4 and h6 (patient codes). H6 patient code: no code available (3191) used to capture the device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and fractured his hip. Doctor asked to have poly liner implants available because the patient has a mom liner in. A 40mm 8.5 metal head was removed as well as a 56x40 metal liner. Unable to retrieve any lot numbers because they were scuffed up during removal. Doctor implanted a 56x36 neutral altrx liner along with a smith and nephew stem. No original op note was provided as the patient had first surgery at a different facility. No other information was available. He have provided all the information that was given to him. Original implant date unknown. Doi: unknown; dor: (B)(6) 2020; (unknown hip).